Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. B5: - updated to include "the procedure was completed successfully".

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The scrub technician pulled the catheter directly out of the sterile package, and it was noticed that a white chalky film was on the catheter handle that would not come off when attempted to clean it off. The catheter was replaced. No patient complications were reported. It was further reported that the procedure was completed successfully.

Event description:
It was reported that during preparation for a pulsed field ablation (pfa) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. The scrub tech pulled the catheter directly out of the sterile package, and it was noticed that a white chalky film was on the catheter handle that would not come off when attempted to clean it off. The catheter was replaced. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.